Event description:
It was reported that a foreign substance was adhering to the implant surface. A second implant was opened to complete the case without delay, or harm. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.